Event description:
It was reported that intermittent undersensing was noted on the ventricular channel on monitored ventricular tachycardia (vt) episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.